Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: critically ill patient receiving 3 vasopressor infusions. Pump running norepinephrine alarmed for downstream occlusion with no evidence of a downstream occlusion. The bedside clinicians were unable to resolve the alarm, despite troubleshooting. While the pump was alarming, the patient's critical norepinephrine was no longer infusing, which led to periarrest with acute hypotension with maps in the 40s. Epinephrine IV push with given and a new pump was obtained. The patient's blood pressure improved afterwards.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.